Manufacturer narrative:
Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor's feedback was that the suture was detached from the angio-seal device before being cut off. The patient was reported to be in stable condition. The procedure was completed with the same angio-seal 6fr.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update and to provide the completed investigation results. One 6f angio-seal vip was received for product evaluation. The carrier tube assembly was returned mated with the hemostasis sheath. The incompletely opened poly foil pouch, tamper tube, and detached suture were returned as well. Visual inspection revealed that the carrier tube assembly was mated with the hemostasis sheath. The deployment sleeve was in full forward lock position. No anchor and collagen were found attached to the suture. No anomalies were noted with the tamper tube. Both clear and black shrink marker was properly adhered to the suture. The suture was detached completely from the device, as received and upon microscopic inspection of the ends. It was noted that one end was cut, as if with a blade and the other end was frayed. No other visual anomalies were noted. The device was disassembled, and no suture was observed within the spool. It was confirmed that the suture had unspooled freely from the frame. No damage or deformation was noted on the tensioner cap or adjacent subcomponent. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.